Event description:
Boston scientific crm received information that the lead safety switch for this right ventricular lead tripped due to unknown impedance measurements. Noise was noted in unipolar and bipolar configurations that was oversensed. The lead was programmed to bipolar configuration and was the patient will be monitored. This patient was not pacemaker dependent.

Event description:
Information was subsequently received that indicated the noise was an ongoing issue. Additionally, the impedance measurements were less than 200 ohms. The lead was tested in bipolar and unipolar configurations. Due to the patient's condition, the lead will remain programmed to unipolar configuration and will be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Subsequent information was received that this patient experienced a syncopal episode and presented to the hospital. Boston scientific technical services (ts) reviewed the available information and confirmed noise on the ventricular channel. Ts indicated the noise appeared to be the result of a lead issue and not external noise. The next steps were unknown as the patient was intubated. No additional adverse patient effects were reported.